Manufacturer narrative:
(B)(4): evaluation revealed that the bolus button had a whole in it. A damaged bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged bolus button is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the bolus button was unresponsive. Evaluation revealed a battery compartment leak and bolus button leak. The pump was opened and moisture damage was found on the pcb.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas alleging that the audio bolus button is not responding. The patient alleged that the issue occurred after getting out of water while swimming today with pump. Moisture found in battery compartment today when rebooting for cs 064-0008 after swimming with pump. Keypad is intact, no evidence of peeling, lifting or pump being damaged. The patient did not report any symptoms or seeking any medical attention. There is no evidence that the pump caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved.